Manufacturer narrative:
To date, the device has not been received. During follow up, it was reported that the issue had not been resolved. The investigation is ongoing and additional follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.

Event description:
The customer reported to olympus, that the lamp of the evis exera ii xenon light source did not light during preparation for use for an unknown diagnostic procedure. The spare lamp bulb is on error message was displaying. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was confirmed. The DHR was unable to be reviewed for this device since it was manufactured over 15 years ago. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and duplicate the event, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a failure of either the temperature board, main board, lamp housing, xenon lamp, ignitor, or converter. Olympus will continue to monitor field performance for this device.